Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's system was not working. It was an MRI tech calling who had no additional information regarding the event, just that it's not working. There were no symptoms reported. No further complications were reported or anticipated.